Event description:
During a retrograde femoral nail procedure on (B)(6) 2013, an interlocking screwdriver malfunctioned. It was reported that the patient had an unusually large thigh. Once the surgeon entered the thigh, the screwdriver disengaged and the screw would not engage again. The surgeon was able to engage the screw by using a different screwdriver. The screw was slightly in the bone, which also helped the process. A favorable outcome was reported with no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The returned device (part 03.010.473, lot 7878382) was manufactured in april 2012. The tip of the main driver shows dark grey wear marks on an angle (approximately 20 degree taper) and is twisted slightly (5 degrees in the direction of tightening a screw). The insert tip shows no similar wear, which suggests it was not engaged in the screw recess along with the main tip during screw insertion. The device was designed to withstand a torque of at least 5nm as that is greater than the average human hand torque, which is approximately 3nm. In some cases with hard/dense bone it is possible to generate torque greater than 7nm and the driver to fail. The device appears to have failed due to a high torque load. The material used for the screwdriver shaft is a material condition that encourages the driver to bend instead of break. The safer option for the patients is for the driver to fail in bending, rather than breaking and potentially leaving screwdriver material in the patient. The inter-lock screwdriver sd25/3.5mm hex risk analysis ((B)(4)) adequately addresses this complaint condition. The design risk assessment is adequate for the intended use. Because the main driver tip shows wear but the insert tip is not worn at all, this indicates that both tips were not fully seated in the screw as intended. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.